Event description:
It was reported in a journal article case report that following a coronary artery drug eluting stenting treatment procedure, stent strut fractures were discovered. The target lesion was in the proximal to mid right coronary artery. The physician implanted a 2.75x28mm taxus express2 drug eluting stent (des) and a 2.5x33mm non-bsc sirolimus des in the proximal to mid rca with the devices overlapping. At 10 months later, the patient was readmitted for recurrent chest pain. Severe stenosis with stent strut fracture at the mid taxus express2 des was noted and moderate stenosis with another stent strut fracture noted just below with overlapping site at the proximal non-bsc des. The area including both fracture sites was treated with a 2.75x18mm non-bsc des deployed at 12 atmospheres and post dilated with a unknown type 3.0x15mm balloon inflated up to 16 atms. Follow-up angiogram showed good distal flow without residual stenosis or dissection.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.